Manufacturer narrative:
The tech replaced the brake rocker arm and connecting rod to resolve the issue.

Event description:
The tech alleged that the brakes do not hold on the foot end of the stretcher. No pt impact.